Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued a restart alarm associated with a consecutive motor stall, which interrupted insulin delivery and led to hyperglycemia followed by hypoglycemia when the motor resumed, after which a replacement ilet was shipped and the original unit was requested for return. Symptoms included vomiting, headache, and nausea with documented blood glucose excursions from a high of 400 mg/dl to a low of 52 mg/dl, with time out of range including approximately 20 hours high and 30 minutes low. Outcomes included the need for oral glucose intake to treat hypoglycemia and no professional medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.